Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were hard to press and insulin pump was squirting during priming. Blood glucose was unknown. Customer also reported that battery area and screen was cracked,insulin pump rejected new batteries and piece was missing in battery area. The insulin pump will not be returned for analysis.